Event description:
During incoming inspection, the distributor rejected this device, 0034980, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 0034980 in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no signs of abnormalities or defects. Performed a functional inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.